Manufacturer narrative:
The customer sent in the h232 meter with serial number (B)(4). Retention samples of the same lot that customer used were tested on the customer's h232 meter and the h232 meter used at the investigation site. The results from the h232 meter used at the investigation site fulfilled the requirements. The results from the customer's h232 meter were between 50-100 ng/l. The customer's h232 meter was evaluated further. The results of this investigation found that the mirror of the optical unit was damaged by strip abrasion.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer complained of erroneous results for 5 patients tested by a nurse for troponin t quantitative on an h232 instrument located in the accident and emergency area. The tests were performed between (B)(6) 2015. All 5 patients were tested on the h232 meter with results between 50-100 ng/l. All 5 patients were sent to the hospital where the troponin t result was "negative." The actual results were not provided. It was noted that "some" of the patient sample results were measured from the same tube; however, the customer did not provide any additional clarifying information about this. The nurse performing the tests on the h232 meter became suspicious and tested herself and got a result between 50-100 ng/l. She tested herself at the same time with the same sample on a 2nd h232 meter with the same strip lot and got a result <50 ng/l. The patients were sent to the hospital due to the elevated troponin t quantitative results; however, no treatment was reported. No adverse event for any patient has been reported. The h232 instrument serial number was (B)(4). Neither the h232 instrument nor a similar device is sold in the unites states. It was noted that the meter was showing elevated meter alarms with results that were lower than 50 ng/l.